Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). During an atrial fibrillation ablation, a farawave ablation catheter was selected for use. At the end of the procedure, it was informed that the catheter looks strange, and device could not be deployed into flower properly. It was noted that the petals are not flat and one was damaged easily upon light twisting. The procedure was completed using the original device. No patient complications were reported. The device is expected to be returned. However, analysis of the retuned device revealed that one spline was detached from the distal end.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. The device was put on the x-ray to look for any possible cause for a deployment issue, but no anomalies were seen. Upon device return and inspection, a spline was found to be detached from the distal end. A guidewire was inserted through the catheter, and deployment was tested multiple times. No resistance was felt, and deployment to flower was successful on every attempt. The catheter was dissected to look for any potential abnormalities that could contribute to a deployment issue. The only finding was excess of flush lumen which likely would not contribute to the deployment complaint. The device was deployed to basket and examined on the microscope to look for any potential abnormalities that could have contributed to the spline breaking off from the cage. While manually holding the broken spline in place, microscopy revealed that there was enough strut material, and no welding damage was noted. The spline damaged/defective complaint was confirmed through analysis.